Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indictaed that the distal conductor of the lead developed a fracture due to flexing while in vivo.the analyst noted that the distal conductor fractured at 2.3 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture, high impedance and undersensing. It was noted that a lead fracture was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.